Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-19889. It was reported the pt does not believe the scs system is helping her pain and is considering having the system explanted. The pt is no longer seeing her implanted physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.